Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver heparin during patient infusion. The heparin was a 1300ml bag, programmed at a rate of 26 ml/hour with a vtbi (volume to be infused) of 400 ml. After 24 hours, no fluid had been delivered, and the pump did not generate any alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information: h11: a review of the event history log showed the infusion started with the programmed parameters with a dose of 1300 units/hr, a flow rate of 2ml/hr, and a volume to be infused (vtbi) of 400ml. The pump history showed 478 ml had already been delivered. The pump was stopped and later restarted with an updated vtbi of 398ml and the volume delivered showed 480ml. The infusion was again stopped over an hour later and cumulative volume delivered showed 508ml. The following day the pump was placed back into run mode with the same programmed parameters of 1300 units/hour, a flow rate of 26 ml/hour, a vtbi of 369 ml, and a recorded delivered volume of 508 ml. The infusion was stopped and then restarted a minute later. The user then stopped the pump and decreased the vtbi to 312 ml. The pump continued to run the following day at the same parameters and encountered an air in line alarm, upstream occlusion alarm and downstream occlusion alarm. The infusion was manually stopped at which time the vtbi was 310 ml and the delivered volume was 28.4 ml. Based on the review of the event and history log, it can be concluded that the infusion was not completed within the expected timeframe; however, the pump delivered the correct amount of drug relative to the time the infusion was actively running. The alarms recorded during therapy, are consistent with common clinical or setup related conditions and do not, by themselves, indicate a device malfunction. Therefore, based solely on the log review, no definitive device related problem can be identified. Should additional relevant information become available, a supplemental report will be submitted.